Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a few non-reportable phenomena such as an e204 error, a faulty scope socket, and an olympus lamp life meter reading over 500+ hours (expired lamp life) were confirmed. The reported event was not confirmed. A reportable phenomenon such as water invasion inside the pump tubing was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. The cause of the water invasion inside the pump tubing was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting a b30 scope communication error during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming that this event occurred during procedure preparation. According to the initial reporter, the unit was likely being prepped for an endoscopic case. Reportedly, they were able to complete the intended procedure by using another device without any reports of patient harm.